Event description:
Pt tried pairing new tx but got a message "pair new tx". The tx is new as per pt that she received yesterday. Pt did not received an error about "failed transmitter or a low battery".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.